Event description:
It was reported that tandem charging cable was damaged and could no longer be used to charge the pump. There was no reported impact to the customer¿s blood glucose level. Tandem technical support replaced the charging cable.